Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the battery was repositioned due to ipg had flipped. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be repositioned for unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be repositioned for unknown reason.